Event description:
It was reported that a blue plastic-like particle was observed in a vented micro-volume inlet. This was observed during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4. Additional information: d9, h3, h6, h11. D4: catalogue #: the reporter clarified the product code to be h938174; however, the product code associated to lot number 803491 remains h938175. H11: the device was received for evaluation. Visual inspection under normal room light conditions, along with magnification under illuminated led light identified a piece of blue foreign plastic like particulate matter in the tubing near the inlet female connector of the exactamix bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.